Event description:
Boston scientific received info that this right ventricular lead was exhibiting higher thresholds and intermittent capture. Upon review of an x-ray, it appeared the lead had dropped from the septum to the apical area of the right ventricle. Upon further review, the lead helix appeared to have not been fully extended. The physician elected to use a new lead for implantation. No adverse pt effects were reported.